Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The patient last charged the ipg approximately a month ago and the ipg stopped communicating to external devices about three weeks ago. Surgical intervention was undertaken on (B)(6)2023 wherein the ipg was replaced to address the issue. Therapy was restored.